Event description:
The customer reported to olympus, the flex video scope had distal end defects. It is unknown when the event occurred. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube had foreign material, the air/water cylinder had foreign material, the jet tube had foreign material, and the jet tube was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the grip has a scratch, the forceps channel port has a dent, the switch box has a scratch, the right/left knob has a scratch, the up/down knob has a scratch, the scope connector cover unit has a scratch, the scope-connector case unit has a scratch, the plug unit has a scratch, due to adhesive peeling on a-rubber insulation resistance value at distal end does not meet the standard value, due to wear of angle wire bending angle in up direction does not meet the standard value, the objective lens has a crack, the light guide lens is cracked and chipped, the connecting tube has a wrinkle, due to clogging in the jet tube water cannot be supplied, and the universal cord has a wrinkle. E2 was inadvertently selected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.